Event description:
Stryker laparoscopic irrigator was being prepared prior to start of laparoscopic case. When the bag of irrigation was spiked with the battery case/spike, fluid from bag infiltrated the battery compartment and discolored fluid began to run out of the battery compartment and down the external tubing. Leak was identified and item was thrown off the sterile field before any fluid reached the sterile field. Item was not used on patient and fluid did not come in contact with patient.